Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: upon firing on the vessel the clip was not released from the applier, and the surgeon cut the tissue to remove the device. After that, the same trouble occurred upon firing another clip with the same applier, but this time, the clip was disengaged from the applier while the surgeon touched the clip. There was unanticipated tissue loss. There was no bleeding, no tissue damage. Nothing fell into cavity. Operating room time not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).